Event description:
Follow up information received reported that no cultures were taken. The site of the infection was at the ins pocket and there were no reported interventions. The patient was reported as doing fine and receiving effective therapy. If additional information is received, a follow-up report will be sent.

Event description:
It was reported that the patient¿s implantable neurostimulator (ins) was explanted due to infection. Additional information was requested, but was not available at the time of this report.

Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3 889-41 lot# va08cx0, implanted: 2013 (B)(6); product type lead. (B)(4).